Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. The go/ no go gauge check passed. Upon power up, the cycler display was noticeably dark ls00 (display brightness problem). Troubleshooting of the dark front panel display showed that, on the front panel assembly, the fuse on the inverter board was open. After replacing the damaged inverter board, the display was normally bright. A simulated therapy was initiated and completed on the cycler without complication. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. There was infestation within the cycler found underneath the pump body of the unit. Load cell verification testing was performed with no issues noted. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. There is a possible temporal relationship between pd therapy on the liberty select cycler and the patient event of hyperkalemia, but it is unknown if the patient was in active treatment at the time of the event. The pdrn reported that the patient was unable to complete treatment on the night of (B)(6) 2018 into (B)(6) 2018 due to the heater bag issue. Although, it was also reported that this patient has a chronic condition of hyperkalemia. End stage renal disease (esrd) patients are at risk for hyperkalemia due to low glomerular filtration rate (gfr). Based on the available information the cause of the hyperkalemia cannot be confirmed. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical services for assistance on the make sure the heater bag is on the heater tray message. Upon follow up, it was reported that the patient was unable to complete treatment on the date of the event and she was hospitalized due to hyperkalemia. The patient was discharged on (B)(6). The patient has a chronic condition of hyperkalemia and rn confirmed that the patient did not take potassium supplements as they were never prescribed. The patient was switched to hemodialysis in the hospital and the moved back to pd upon discharge. The exact cause of hyperkalemia was unknown.